Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with an intraocular lens (iol) implantation, the iol was implanted, a crack in the optic was noted. The procedure was completed successfully after removing and replacing with a new iol. Additional information was requested and provided.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken in the distal area (not returned). The optic is cut in half, typical of insertion and removal. One cut optic portion has a crack near the cut area. A used qualified cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge has evidence that it was placed in a handpiece. The tip has heavy stress starting behind the parting line in the thicker nozzle area and an aneurysm that has split on the bottom left side of the cartridge tip. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The reported optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).